Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient had been experiencing a "shocking sensation" every 30-60 seconds from the implantable cardiac monitor (icm). It was also reported by the patient that the icm had been "moving around." The icm was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.